Manufacturer narrative:
The investigation was completed. The device was returned and evaluated. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing along with glucose buildup around the purge assembly. The cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. During support, the automated impella controller (aic) displayed a "purge disc not recognized" alarm. The alarm could not be resolved, so the aic was replaced. There was no reported patient harm.